Event description:
It was reported occlusion alarms occurred, and the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.h3 other text : device not returned